Event description:
(B)(4).

Event description:
It was reported that when the variable angle (va) locking screw 2.4mm was taken out from the sterilization box, a thing like shaving waste had adhered to the base of the locking screw. It was immediately exchanged with another va locking screw and the procedure continued with no further problems.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and one screw in a sealed bag was received. There was chip wrap around the neck of the screw. This complaint is valid from a manufacturing standpoint. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed with no complaint related anomalies noted. (B)(4).